Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation found that the device could not generate and control negative pressure, establishing a relationship between the device and the reported event. The root cause has been identified as a defective main board. The device also failed to charge; could not operate on ac or battery power due to a defective dc inlet port. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to dc inlet port being damaged. Additionally the pump could not generate nor control negative pressure because the mainboard was defective. No patient harmed, and no injury reported because this was found during service and repair.